Event description:
Additional information indicated that the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
The device was discarded by the lab and will not be returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that six months ago this pacemaker had a battery longevity of two years remaining. The ventricular outputs were 3.5 volts at 1 millisecond and paced twenty percent of the time. It was reported that the autocapture function was programmed off. Currently the device has triggered elective replacement indicator (eri). Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.